Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm (cartridge alarm 9) occurred. The customer reported an elevated blood glucose (bg) level; however, a specific bg value was not provided. A correction bolus was delivered to address bg levels. The customer was able to successfully load a new cartridge.